Event description:
It was reported that this pacemaker exhibited low out-of-range pacing impedance measurements on the right atrial (ra) lead. At this time, the product remains in service and no adverse patient effects were reported.